Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a central venous catheter placement procedure using hickman trifusion central venous catheter. During the procedure, it was noted that the white plastic piece covering the tunneler and catheter tip slid off and entered the tunnel tract. There was no reported patient injury.